Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they had high blood glucose levels and reservoir leak. Customer's blood glucose level went as high as 600 mg/dl. Customer treated via insulin pump. The insulin pump functioned properly and passed the self test. Customer advised they were not sure if the reservoir leaked past the o rings and that the leak occurred during a set change. The reservoir nor the insulin pump will be returned for analysis.